Event description:
Customer reported experiencing episodes of low blood glucose levels intermittently over the past month, with the lowest recorded level being 43 mg/dl. Customer managed each event by consuming carbohydrates. Customer was advised by technical support to consult their healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged this recommendation.